Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unit had missing reservoir tube o-ring. Broken battery tube threads.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer¿s blood glucose level was 128 mg/dl at the time of the incident. The customer stated that the insulin pump had crack on the reservoir lip and battery cap where it screw in. There are missing pieces on the reservoir lip. The reservoir able to lock in place when inserted into insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.